Manufacturer narrative:
The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 (variable 21) was present in the history download on event date of (B)(6) 2023 09:28:17.000 hardwareerroralarm (63) esf# : 3848575 fa: possible hw. Rf chip issue. First error system_hw_error (63) due to triple rf-chip stuck. File number: 632 2101 line number: 5590 249. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay and cracked keypad overlay. Pump error 63 was confirmed due to possible hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump had pump error 63 (hardware low level failures) and mentioned that the error occurred more than 2 times. Customer mentioned delivery of insulin stopped. Pump was not dropped neither exposed to any magnetic field. Pump was not exposed to any moisture. Customer tried inserting new battery- battery used was duracell. Customer changed infusion set in 4-5 days. No harm requiring medical intervention was reported. Troubleshooting was not performed,  the customer will discontinue use of the device. The device will not be returned for analysis.